Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Dxlap - "evidently balloons kept failing once inflated intra abdominally. Balloon would not stay inflated; local trauma + bleeding + extended time to open 4 trocars before one worked."

Manufacturer narrative:
Investigation summary: three (3) event units were returned for evaluation. Upon inspection of the units, engineering found multiple holes and scratches on the balloon of one unit and a tear on the balloons of the remaining two units. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Based on the evaluations of the returned products, engineering has concluded that these incidents most likely resulted from contact to the balloon with an instrument. Any type of interaction with a sharp object can compromise the integrity of the trocar balloon. The instructions for use states "do not allow sharp instruments or objects to come into contact with balloon. Use caution around metal clamps, staple lines and during secondary port placement". This document represents our final report.